Event description:
In 2003, patient underwent rf ablation of a painful bone metastasis. Patient was still in pain post procedure. Five days later patient was admitted with a femoral neck fracture. They received a hemi-arthroplasty as a result.